Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during open heart surgery on a pt using internal paddles, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.